Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after a ptca procedure. It was reported that an angiogram was performed of the common femoral and iliac vessels to evaluate the absence of significant disease. Both of the vessel areas appeared to be "free of disease". The puncture site appeared to be in the common femoral artery. It was noted by the physician "when deploying the foot, the device made a different noise than usual". The needles were deployed and a cuff miss occurred. It was then reported, "the foot was released and externally, the device appeared to move. The device did not come back and the sensation was that the foot did not fully reenter the device". The physician was then reported to "turn the handle in the deploying position and repeated the maneuver without success". The physician was reported to widen and separate the tissue from the device two times and then attempted to "forcefully remove the device without success". The patient was taken to surgery for device removal. The femoral artery was closed with a dacron patch. The next day following the surgery, a doppler examination was performed. The doppler revealed an acute occlusion on the suture site. The patient was taken to surgery for an unspecified second surgery. The patient is reported to have "recovered well".